Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. During support, the patient experienced alot of bleeding in the chest tubes and received 7 units of packed red blood cells. The patient underwent exploratory surgery for active bleeding. The left internal mammary artery was found to be bleeding at anastomoses and was repaired. It was reported that the device was normally explanted, and the procedure was successful.